Manufacturer narrative:
G4:04mar2021. B4:13mar2021. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer replaced the flow sensor assembly, but the issue was not resolved. The remote service engineer (rse) instructed the customer to verify the pin alignment between the solenoids and the data acquisition (da) pcba, the flow sensor assembly already took care of sol 3 and sol 4. The customer took a flashlight and saw two pins out, so they the da board out and reseated the board very carefully making sure to get all the pins attached. The customer replaced the flow sensor assembly. The customer ran machine through all the tests except the battery and all tests passed. The customer ran the machine for an hour with the test adapter attached and did not receive any errors. The customer placed the v60 back into service. Upon further investigation, it was discovered that the issue reported in MFR report number 2031642-2021-04119 is a continuation of the issue reported in this submission. MFR report number 2031642-2021-04119 was redacted and all new information gathered in that complaint was included in this supplemental report.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 22feb2021.

Event description:
It was reported to philips that the device has a 110b error code. The customer stated solenoids 3 and 4 were already replaced and still gets the error code. The device was not in clinical use at the time of the event. This issue occurred during servicing on the device. There was no report of patient impact or harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). As the customer had already replaced solenoid 3 and 4, the rse advised that the next option is to replace the data acquisition (da) pcba per the steps in the service guide. The part information for a replacement da pcba was provided to the customer to order a replacement part.